Event description:
It was reported by service report that the stair chair track belts were loose. Both wheels are reported to have cracks as well. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Track belt and wheel.